Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer received emergency medical services and was hospitalized due and unconsciousness and low blood glucose on (B)(6) 2020 at 10 am. Blood glucose level at the time of the incident was below 20 mg/dl and current blood glucose was 168 mg/dl. Customer stated that pump error alarms on the insulin pump. Customer stated that she was in the hospital and she took the insulin pump off. Customer stated that she lost the battery cap and found it later and was trying to get back on the insulin pump but was getting pump error alarms. Customer stated that she was running lows and ended up in the hospital for almost 2 weeks but she did not believe it was due to the insulin pump. Customer was treated with glucagon. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.